Event description:
The following info was logged by the biomed dept 19,761 hrs listed. "Complaint of self-cycling - did unit cal function tests. Found no apparent problems with ventilator. No recal was needed. Ran vent add'l 2 hrs. With no problem. Unable to duplicate problem." Siemens was not called for repair or check. This info provided to siemens on occasion of second event for this device. (See lss-v02048 as second event and as follow through for this event.)